Event description:
It was reported, that during the interrogation. The right ventricular (rv) lead exhibited noise oversensing, that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.